Event description:
It has been reported to philips that a user was unable to finalize some studies due to an "acknowledge new data" error. The device was in clinical use at the time of the event. No adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.